Event description:
The customer stated a false positive result was generated on the axsym rubella igm assay. A pregnant patient generated a grayzone index value of 0.637. The sample was centrifuged and retested yielding a positive index value of 0.930. A second sample was obtained from this patient and generated a negative index value of 0.579. This patient also tested negative on a chemiluminescence method. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Per explanting surgeon the device was known to fail. Surgeon had been notified several years ago by the manufacturer of a voluntary recall. We waited until the device did fail before removing and replacing it with a new cochlear implant.

Manufacturer narrative:
(B)(4). A review of complaint data was performed to assess the performance of the assay. Customer complaints received to-date were reviewed to determine if others have experienced the same issue. Our review of this data did not identify any problems. Specifically, we did not see an increase in the number of complaints related to discrepant results while using the reagent lot number in question. The information provided by the customer's laboratory was reviewed and it was noted that the customer does not perform regular instrument maintenance. The customer was referred to the axsym system operations manual, section 9 (service and maintenance), which instructs that tubing decontamination should be performed once a month and it is recommended the meia verification be performed once a week to ensure the reproducibility and accuracy of the meia optical assembly. Based on the results of this investigation, axsym rubella igm reagent lot 63373m200 is performing as intended and no additional product issues were identified. No further investigation is required. This is the final report.